Manufacturer narrative:
No frozen screen was noted during testing and time clock advanced properly. The pump was received with no button response at the esc, act, up and down or verify backlight due to the unlocked lcd keypad connector during visual inspection. The pump was received with minor scratched on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act and arrow buttons were not responding. It was also reported that display screen was frozen and backlight could not be turned on. Customer's blood glucose was 7.8 mmol/l. Insulin pump will be replaced.